Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. During pre-cleaning, the customer aspirates water through the instrument/suction channel and flushes out the air/water channel and auxiliary channel. The manual cleaning detergent used was aniosyme x3. During manual cleaning, the customer brushes the instrument/suction channel, the suction cylinder, instrument channel port, balloon channel and distal end/ areas around elevator using the bw-412t brush from olympus. The scope was manually disinfected using anioxyde 1000. The customer uses automated endoscopic reprocessor (aer) soluscopev4. The aer was not cultured. The endoscope was stored in a drying cabinet (model: hysis medical) and was placed vertically. The device was returned. Device evaluation anticipated; but not yet begun. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated all channels of the scope were cultured and more than 100 colony forming units (cfu) per endoscope of enterobacter cloacae were identified. The device was again tested after five days. The operating channel tested positive for 94 cfu per endoscope of enterobacter cloacae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. According to the following investigation results, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels were cultured and the results were found to be satisfactory (less than one (1) colony forming units per endoscope of microorganism). Overall, the results are in conformance with the requirements. The returned device was evaluated and there were few findings. The light guide lens and distal end cover was cracked. The adhesive of the bending section cover was separated. The angulation in the right/left and up/down knob was less than the specified value. A supplemental will be submitted on completion of investigation or if any additional information is available.